Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -6.5/1.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on 12-may-2024. On 20-may-2024 the lens was explanted due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed/stretched out to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).